Manufacturer narrative:
Initial reporter phone: (B)(6). The event year reported was 2021. Investigation findings code of ¿appropriate term/code not available¿ represents photo/video analysis.  An analysis was performed on the pictures that were provided. According to pictures provided by the customer, the hemostatic valve was observed dislodged inside the clear hub with some blood residues. A device history record was performed, and no internal actions related to the reported complaint condition were identified. The customer complaint was confirmed from the photo analysis. However, the device has not been returned for evaluation. Since no device has been received, no product investigation can be performed. If the device is received in the future, the product analysis will be performed as appropriate in order to find the root cause of the complaint. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation issue occurred. During the procedure, the physician obtained groin access and exchanged the short sheath for the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. While removing the dilator and inserting the ablation catheter, he noticed the hemostatic valve came apart and was floating inside the clear chamber. The vizigo guide wire was used to remove the faulty sheath and replace it with a new one. The procedure was completed. No patient consequences reported. No air entered the patient¿s body. No backflow blood was observed. The event was assessed as a MDR reportable hemostatic valve separation issue.

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation issue occurred. During the procedure, the physician obtained groin access and exchanged the short sheath for the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. While removing the dilator and inserting the ablation catheter, he noticed the hemostatic valve came apart and was floating inside the clear chamber. The vizigo guide wire was used to remove the faulty sheath and replace it with a new one. The procedure was completed. No patient consequences reported. No air entered the patient¿s body. No backflow blood was observed. The device evaluation was completed on (B)(6) 2021. The product was returned to biosense webster for evaluation. Bwi then conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the hemostatic valve was found dislodged inside of the hub of the vizigo sheath. Microscopic examination in the hemostatic valve surface and showed evidence of stress marks on the outer diameter. On other hand, the brim cap and the silicone ring were placed in the correct position and found in good conditions. A device history record evaluation was performed for the finished device batch number, and no internal actions were identified. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. An internal corrective action has been opened to investigate this failure mode. It should be noted that product failure is multifactorial. Based on the information currently available, a microscopic examination of the returned product indicates that the hemostatic valve was found dislodged into the hub. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve, the stress marks, and physical damage observed which suggest that excessive force was applied. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur.¿ initially the event year reported was 2021. Additional information was provided on 4/30/2021 stating the event date was 2/23/2021. Therefore, b3. Date of event has been populated. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on (B)(6)2021. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).